Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl due to needing settings adjustments. Customer's wife was required to intervene by assisting in giving the customer an insulin shot in order to address bg. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.